Manufacturer narrative:
An event of retraction problem and positioning problem was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported positioning problem and retraction problem could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Information from field indicated that more than three recaptures (approximately five) were performed because the implantation depth and axis did not align. Please note that per the instructions for use, artmt600267458-b, "do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance."

Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a horizontal anatomy measuring to 54 degrees. During loading, an increase in drag noted on the deployment/resheath wheel twice and excess force was required to turn the re-sheath wheel while attempting to retract the valve into the delivery system. During the procedure, on the second recapture, the device was difficult to pull back, and when a full recapture was performed, the gap became larger. Micro-adjustment wheel was used, and the distal end of the ds was noted to be in left ventricle; however, a small gap remained. It was noted that more than three recaptures (approximately five) were performed because the implantation depth and axis did not align. A new 29mm navitor vision valve was selected for implant using a new large flexnav ds. The valve was able to be implanted successfully without any issues reported. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was in a stable condition.

Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a horizontal anatomy measuring to 54 degrees. During loading, an increase in drag noted on the deployment/resheath wheel twice and excess force was required to turn the re-sheath wheel while attempting to retract the valve into the delivery system. During the procedure, on the second recapture, the device was difficult to pull back, and when a full recapture was performed, the gap became larger. Micro-adjustment wheel was used; however, a small gap remained. It was noted that more than three recaptures (approximately five) were performed because the implantation depth and axis did not align. A new 29mm navitor vision valve was selected for implant using a new large flexnav ds. The valve was able to be implanted successfully without any issues reported. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was in a stable condition.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.